Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-120mg/dl fasting and 100-150mg/dl after meals. Verified the strips expire 07/14/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 256mg/dl (B)(6) 2015 05:42:00 am fasting: no; 210mg/dl (B)(6) 2015 05:42:00 pm fasting: no; 185mg/dl (B)(6) 2015 05:41:00 pm fasting: no; 168mg/dl (B)(6) 2015 04:25:00 pm fasting: no; 199mg/dl (B)(6) 2015 04:24:00 pm fasting: no. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction. User had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-120mg/dl fasting and 100-150mg/dl after meals. Verified the strips expire 07/14/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.